Event description:
The patient received two leads with the same lot number. It was reported the stimulation was auto-reducing for the patient, and a different program was providing stimulation which was too strong. The sjm representative met with the patient for reprogramming, and system diagnostics showed contacts 1-8 were invalid. An x-ray was taken which showed one lead had migrated one vertebral section. It was reported the patient was to meet with the physician for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.